Event description:
Our rep reports that during a knee repair the surgeon observed metal filings emanating from the distal end of a 7mm femoral rod into the bone tunnel. All of the debris was removed and the procedure was completed successfully without further incident or harm to the pt.

Manufacturer narrative:
Mitek is at this time in the info gathering mode and is awaiting the receipt of the complaint device. The results of the investigation will be the subject of the f/u report.